Event description:
Customer reported unit has a missing pull tab on the zipper of the right side panel. The customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm a missing pull tab. Instead, an open slider on the window zipper and a 1/2 inch tear on the label of panel side a were found. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the patient alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).